Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cracks and condensation was noticeable inside the display. Insulin pump also suddenly powered down and the settings were lost. Customer had to restart the priming to complete. No further information reported.